Event description:
The customer observed sparks coming from the axsym plus r analyzer. Error code 5080, sensor initialization failure, pressure monitoring system occurred. Liquid from the sensor had leaked onto a printed circuit board, which began to spark inside the analyzer. There were no injuries or exposures reported. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4). Spark (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and found that the analyzer's sampling probe was obstructed, the pressure monitoring (pm) sensor was broken, and liquid had leaked onto the sample syringe assembly. The fse replaced the pm sensor and sampling syringe assembly. This axsym plus analyzer (sn (B)(4)) did not have the optional axsym sample syringe shield installed. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym system operations manual list no. 09a26-06 and the abbott axsym service and support manual, document control no. 69818-123 version 79855-124 both contain information to address the customer's current issue. Based on the available information and the current evaluation, a product deficiency was not identified.